Manufacturer narrative:
The device was returned and evaluated. The alleged condition could not be duplicated.

Event description:
Consumer alleges the chair stopped abruptly launching him out of the chair.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges the chair stopped abruptly launching him out of the chair.